Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube coating was peeling and due to damage on charged coupled device unit, the image disappeared during angulation in the upward/downward directions. In addition to the reportable malfunction, the following were noted: the forceps channel port had a dent; the grip had a scratch; the scope connector cover unit had a scratch; due to a pinhole on the bending section cover, water tightness was lost; due to wear of the angle wire, the bending angle in down direction did not meet the standard value; due to damage on the insertion tube rotation ring, the connecting tube did not rotate smoothly; the light guide lens had a scratch; the adhesive on the bending section cover had a crack; the connecting tube had a dent; the universal cord had a wrinkle. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel and caused the charged-couple device (ccd) unit to be damaged. The damaged ccd likely caused image issues. The coating issue is addressed in the instructions for use (IFU): "3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Additionally, the image issue is addressed in the instructions for use (IFU): "important information; please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor .¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination.3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, 'withdrawal of the endoscope with an irregularity'." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had loose contact problems. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling and due to damage on charged coupled device unit, the image disappeared during angulation in the upward/downward directions. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.